Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 6" (15cm) appx 0.49 ml smallbore trifuse ext set w/3 microclave¿ clear, 4 clamps, rotating luer. It was reported that the safety valve stayed open on an inadvertent disconnect allowing central venous access device (cvad) to be open to air. Someone became aware of the issue when the staff noticed that the valve was stuck down upon disconnection. Propofol and fentanyl were the medications being used on the patient at the time. There was an unspecified delay in therapy, however there was no adverse event/harm as a result of the reported event.

Manufacturer narrative:
Investigation summary received two (2) used 011-mc3323 smallbore trifuse ext set w/3 microclaves for inspection. No defects or anomalies noted and no stick downs on the microclaves as received. Each syringe was connected to each microclave and disconnected. There were no stick downs. The set was leak tested per product specifications from each microclave. There was no leakage. The reported complaint was unable to be replicated or confirmed. The device history record was reviewed and no relevant nonconformities were found that would have led to the reported complaint.